Event description:
At 1 year 8 months from the primary, the patient came in due to stiffness and lack of full extension of the knee. The cause is unknown. The surgeon revised the knee from a moto system to spherika. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 07 nov 2025. Moto partial knee 02.18.003lm moto medial femoral component s3 lm (k162084) lot 2317034: (B)(4) items manufactured and released on 29-aug-2023. Expiration date: 2028-aug-15. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Moto partial knee 02.18.if3.08.lm moto medial tibial insert s3 lm - h8 (k162084) lot 2304564: (B)(4) items manufactured and released on 10-jul-2023. Expiration date: 2028-jun-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Moto partial knee 02.18.tf3.lm moto medial tibial tray s3 lm (k162084) lot 2315388: (B)(4) items manufactured and released on 27-sept-2023. Expiration date: 2028-sept-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.